Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the suction channel and the air/water channel of the subject device. The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found that there was the impact point on the distal end. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the exterior surfaces, the insertion tube and controls etc. Of the subject device. (B)(6) 2021. Pseudomonas aeruginosa. (B)(6) 2021. Pseudomonas aeruginosa. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.